Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. The lot number was provided. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). The device was not returned for analysis; the return of the device may have assisted the investigation of the complaint. A suture break can occur due to a number of factors including, but not limited to, manufacturing, user technique or patient anatomical conditions. During manufacturing, suture strength is tested assembled and loaded into the device and a sampling of finished devices is destructively tested to verify the functionality of the device. The suture may break if the user applies too much tension while pulling on the limb suture. No information about user technique was provided. A femoral angiogram was taken and no calcification was noted. A conclusive cause to the reported suture break could not be determined. Review of the device history record for this lot did not produce any findings relevant to this report. A query of the complaint-handling database was performed and found no indication of a lot specific product quality deficiency. Based on the review of the databases, event information and testing/inspection criteria for this lot, a product quality deficiency was not noted.

Event description:
It was reported that a physician attempted arteriotomy closure of the right common femoral artery using a proglide device after an interventional left heart catheterization. Reportedly, when the plunger was removed a suture break occurred. The vessel was re-wired and a second proglide device was used to achieve hemostasis. There were no reported adverse patient sequelae. No clinically significant delay in the procedure was reported. The physician was reportedly trained in the use of the proglide device. No additional information was provided.